Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, had a monitoring voltage measurement of 2.66 volts and charge time measurement of 25.6 seconds. There was a concern that the battery had depleted earlier than expected. This device was recommended for immediate explant. There were no reported adverse patient effects associated with this clinical observation.